Event description:
Device history record was reviewed. No event linked with the reported issue was observed. The device log history was reviewed and the "air alarm" and "downstream occlusion alarm" described in the complaint were found several times in the log file, as well as upstream occlusion alarms, so the reported event is confirmed. Device was not returned to france for investigation as repairs were carried out locally by infusystem. The problem indicated in the complaint was verified by infusystem. They found that the pump was triggering an air/occlusion alarm and the downstream occlusion sensor was defective. Therefore, the pump was repaired and the issue was resolved by replacing the downstream occlusion sensor. The device performed successfully all testing and the replaced spare part was returned to france for investigation. Upon visual inspection, nothing was noticed on the spare part. The investigator mounted the downstream pressure sensor on the volumat test bench to verify the complaint. He started by performing measurements with the test 6 of the maintenance menu. He found that the value of the downstream sensor to be as normal 2528mv. He then performed a running test at 120ml / h for more then 2h as well as several occlusion or open door tests without triggering any problems or error with the sensor. Therefore the reported events have not been reproduced as the downstream sensor was functional and no error occured during the tests. The reason for the failure seems to be another cause that can only be analyzed with the affected device. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The pump keeps saying "air in line". Alarming air/occlusion, defective downstream occlusion sensor. More follow up information is needed to complete the investigation.